Manufacturer narrative:
(B)(4). The device was received for analysis, it was visually inspected and small cracks were noted at the top of the nebulizer jar . Functional testing was performed and the sample was tested according to (B)(4) used to release the production parts, and no issues were found than can lead to the condition reported by the customer. Received sample is within specification. Customer complaint cannot be confirmed based on the sample provided by the customer. Nuevo laredo facility will continue to track and trend these types of complaints.

Event description:
Customer complaint alleges that the doctor at beijing you an hospital found while in use the small volume nebulizer had "leakage, no mist coming out." No harm or injury was reported. Patient condition reported as "fine."

Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device has not been returned at the time of this report. There was no photo provided for review. A device history record review shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation , and determine the source of the defect reported , it is necessary to evaluate the sample involved on this complaint. If the device becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges that the doctor at beijing you an hospital found while in use the small volume nebulizer had "leakage, no mist coming out." No harm or injury was reported. Patient condition reported as "fine."